Event description:
During functional testing by a service technician at the manufacturer facility, it was found that the handpiece switched directions before going into safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.